Manufacturer narrative:
The maryland bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire came out of the tip of the maryland bipolar forceps instrument and broke while inside the patient. It was reported that a fragment had fallen into the patient, and it was unknown if it was retrieved.